Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery or battery out limit alarms noted. The unit also was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, and minor scratched display window.

Event description:
Customer reported that the insulin pump has an unresponsive keypad. The blood glucose reading was over 344 mg/dl. Customer stated she jumped into a pool with the pump on causing it to stop working. Customer also reported that there was a low battery alarm and that she received a battery out limit alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.